Manufacturer narrative:
Date sent to the FDA: 10/19/2022. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2009. (B)(4) submitted for adverse event which occurred on (B)(6) 2015.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2009 during which the surgeon noted there were multiple areas of very adhered small bowel to the mesh. Several small serosal tears were made in the mesh. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2015. It was reported that the patient experienced severe pain, nausea, inflammation and loss of appetite. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/15/2024. H6: appropriate term / code not available (e2402) utilized to capture small bowel distention. Additional b5 narrative: it was reported that the patient experienced abdominal wall hernia, bulge, small bowel distention, bleeding from recent surgical site and dizziness. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.